Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for further investigation. The reported failure with a failed pressure transducer test during pre-use test was reproduced during simulated use testing of the returned oxygen gas module in a ventilator. The failure was caused by a defective supply pressure transducer on a printed circuit board inside the gas module. The received device log is conforming the reported event. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the oxygen gas module was replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).